Manufacturer narrative:
Other relevant device(s) are: model: 9730605, serial/lot: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was inaccurate immediately after an imaging system spin. The site was using a perk pin and may have bumped the frame. The site re-spun and was able to continue. There was less then an hour delay to the procedure. There was no impact on the patient¿s outcome.